Event description:
It was reported that the pain pump had stopped working since the previous day, with the reservoir volume remaining unchanged since the morning. Per reporter, a hard reset was performed but the pump did not respond. Patient pressed the start/stop button and pump reverted to ¿review settings.¿ troubleshooting did not resolve the issue. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.